Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 523 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and "called 911 where the hospital monitored [them]". Reportedly, customer was treated with "10u" at the hospital and "bg level went down to 170mg/dl". Reportedly the customer was discharged the same day. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.